Event description:
The customer performed a blood glucose test and received a result of 407mg/dl. The customer was later found unable to move or talk. Spouse called 911. The fire department tested with the customer's device and received a result of 0mg/dl, they then used their device and received a result of 0mg/dl. The customer was given a shot of glocose and taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.